Manufacturer narrative:
(B)(4). Foreign country : united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Per letter attached by surgeon, surgeon states knee appears to be loose. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Tibial loosening was reported approximately 5.5 years later. No intervention was reported. Attempts have been made and no further information has been provided.